Manufacturer narrative:
(B)(4). This complaint could not be confirmed in the lab. We were unable to duplicate the complaint under lab conditions with the returned sample and, therefore, the problem or any root cause of it as described in the complaint cannot be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
This is an international report where the patient adapter was not connected to the titanium adapter completely. The connection was too loose. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). The sample is available for evaluation. A follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.